Event description:
It was reported that during an anterior resection procedure, the surgeon experienced a leak with the device. The surgeon reported complete donuts proximal and distal, with an anterior leak. The anastomosis was fairly high up, with good visualization and access. To address the situation, surgeon placed two sutures at the leak site and retested - there was no leak. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.